Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result was >8.0 inr in 2006 and on seventeen days later. The corresponding lab results reported were 5.3 and 4.8 inr. The patient was given vitamin k from the lab value. The reporter declined product replacement.